Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the ocular leak. Based on the result, we concluded that it was caused due to the physical damage applied on the ocular. In addition, we confirmed that the segment fluid damage, the light guide fiber bundle (lcb) fluid damage, the segment compressed, the insertion flexible tube (ift) buckled, the light guide cable buckled, the angle wire play, the objective gluing missing, the segment steel braid deformed, the bending rubber leak, the light guide cable leak, the lg root brace rubber cut, the body cover grip scratched, the objective lens unit scratched, the u/d and r/l pulley wires worn out, the segment steel braid ruptured, and the root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).